Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that malfunction was resettable, provided pump reset instructions, assisted caller with resetting pump, verified that malfunction did not recur, advised customer to continue using pump and to call back if malfunction reappeared, and customer acknowledged and understood instructions.